Event description:
The customer contact reported electrical sparks, smoke, and a small flame noted inside the device. At an unspecified time, on an unspecified channel, the device was programmed to deliver unspecified concentration of tpn (total parenteral nutrition), at a rate of 50ml/hr, and the delivery was started. On another unspecified channel, the device was programmed to deliver normal saline, at a rate of 25ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the nurse went into the pt's room to hang an unspecified piggyback medication on an unspecified channel. At that time, the nurse noted, on channel 3 of the device fluid was leaking where the piggyback tubing connects to the cassette into a crack on the case causing electrical sparks, smoke, and a small flame inside the device case. The device was unplugged from the power outlet and removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the peripheral and power supply printed circuit boards had been removed from the device at the user facility and were rec'd in a separate bag. During testing, charring was noted on the peripheral and power supply printed circuit boards and inside the chassis where the boards were originally installed. Fluid spillage was found on the cracked front lower enclosed and inside the door. The fluid spillage entered the device causing an electrical short. The fluid spillage was the result of use in the customer environment. This report represents all the info known by the rptr upon query by hospira personnel.